Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause and type of peritonitis was not reported. On an unreported date, the patient was taking cystatin (dose, frequency and route not reported) for peritonitis. The patient was not hospitalized for the events. On an unreported date, extraneal therapy was discontinued but pd therapy with the other solutions continued. The outcome of the peritonitis was not reported. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Additional information: on an unreported date, the patient experienced peritonitis. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13f25025, h13e02083; h13e06043 and h13e21067 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned , therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.